Manufacturer narrative:
Additional information: b3 (study conducted from (B)(6) 2018 through (B)(6) 2021. The specific occurrence date of the reported surgeries is unknown). H10: this complaint was opened by smith+nephew to document a patient complication identified through the review of clinical evidence from post market clinical data collection activities that includes reference to the use of a smith+nephew product. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, following a thr revision in which a redapt porous cup and a xlpe liner were implanted, two (2) patients sustained recurrent dislocations which required an additional revision surgery in the first postoperative year. In one patient, the cup was cemented again, while in the other patient the cup was removed and replaced with an r3 cup. The outcome of both patients is unknown. No further information is available.

Event description:
It was reported that, following a thr revision performed on (B)(6) 2019 during which a redapt porous cup and a xlpe liner were implanted, one (1) patient sustained recurrent dislocations which required a revision surgery on (B)(6) 2019. During this procedure, the redapt cup initially implanted was removed and replaced with an r3 cup. The outcome of this patient is unknown. No further information is available.

Manufacturer narrative:
Additional information: d6a (implantation date), d6b(explantation date). Corrected data: b3 (occurrence date), b5 (narrative).